Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70 . Serial: (B)(6). Batch: 5066813.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedance readings discovered on the leads. Both leads were explanted and replaced during the procedure. The patient has fully recovered postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.